Event description:
It was reported that the maryland bipolar forceps instrument has a broken cable. No pieces of the instrument fell into the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation discovered one conductor wire to be broken at the yaw pulley exit. The yaw pulley is missing a piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. The added range of motion of the grip likely created excess tension on the wire, causing it to break. Engineering also located at the back end, both levers are detached and one snap tab and adjacent pin are broken off, suggesting the instrument was likely mishandled. Electrical continuity failed. The distal end of the main tube to have a 2" long section with light material removal all around the tube. Surface finish is slightly rougher than the rest of the tube in the affected area. Below the scraped section, there is a .800" long scratch mark parallel to the tube axis with material removed. Based on the location and appearance, the damge may have been caused by a cannula accessory or instrument collision. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received. The endowrist instruments instructions for use specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.